Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw0195 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported that client states that when they were trying slide the oversleeve onto the catheter it wasn¿t passing through. After trying hard, they managed to pass the catheter, but the tip of the oversleeve¿s silicon part was getting folded inside. Client also states that when they are trying to connect the extension leg and oversleeve , catheter inside the oversleeve is also getting kinked.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty threading the distal connector over the catheter was confirmed but the cause is unknown. A video of a 4fr s/l groshong nxt catheter was returned for evaluation. In the video, an attempt was being made to advance the distal connector along the catheter to allow connection with the proximal connector. When the user applied axial tensile forces to the distal connector, the connector did not slide freely on the catheter shaft. However, the connector appeared to be to be able to be advanced along the catheter shaft when both a twisting and axial force were applied to the connector. The difficulty advancing the distal connector may have contributed to the reported catheter kinking at the connection. However, the cause of the difficulty advancing the connector over the catheter could not be determined from the returned video. Possible contributing factors could include mechanical interference, a damaged catheter/connector, or clinical technique. Other unknown factors may have contributed to this complaint. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. The IFU instructs the user, ¿retrieve the oversleeve portion of the connector and advance it over the end of the catheter. If you feel some resistance while advancing the oversleeve, gently twist back and forth or spin to ease its passage over the catheter.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that client states that when they were trying slide the oversleeve onto the catheter it wasn¿t passing through. After trying hard, they managed to pass the catheter, but the tip of the oversleeve¿s silicon part was getting folded inside. Client also states that when they are trying to connect the extension leg and oversleeve , catheter inside the oversleeve is also getting kinked.